Event description:
It was reported that a primed oxygenator sat for thirty six hours. As they were getting ready to use the device, a substantial amount of fluid- not quantified- was observed exiting the o2 inlet. The device was changed out. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.